Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green substance inside the screen of the system controller was confirmed via the returned system controller, serial number (B)(4). The system controller was connected to a test power module/system monitor and a mock circulatory loop. The display was observed to have a green discoloration in the bottom right corner of the liquid crystal display (lcd) screen and appeared consistent with fluid ingress on the lcd screen. The system controller operated on a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The fluid ingress did not affect the system controller¿s ability to function as intended with the exception of the green discoloration. The system controller was disassembled for further evaluation, and a green fluid contaminate was observed inside the controller housing, including on the lcd screen, lcd printed circuit board (pcb), and main pcb. Once this was found, the lcd screen was replaced with a test lcd screen. The controller was then reconnected to a test power module/system monitor and a mock circulatory loop, and the display issue was resolved. The reported event was determined to be caused by fluid ingress in the lcd screen; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. Heartmate ii patient handbook section 4 ¿living with the heartmate ii¿ informs the user that the system controller must be kept dry at all times. Never swim or take baths. Do not shower without doctor¿s approval, and never shower without the shower bag; do not submerge shower bag in water. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop". Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped to the customer on 09nov2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller had a green substance inside the screen. The controller was exchanged. Evaluation of the returned controller confirmed fluid ingress which affected the main printed circuit board (pcb) and liquid-crystal display (lcd) pcb.